Event description:
It was reported that the right ventricular (rv) lead was undersensing. The lead was reprogrammed and the undersensing was no longer observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.